Event description:
It was reported that a minimum fill notification occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.